Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, the patient going through an MRI procedure, implanting an expired device, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, not using antibiotics pre-operatively, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes. Additionally, the patient did not engage in strenuous activity. However, the lead was placed laterally to the tibial flare, and the coil was sutured superficially to the fascia, likely causing the lead to erode. A review of sterilization and packaging records for the respective product lot; it was confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to incorrect surgical technique as the lead was implanted superficially to the fascia (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion through the skin. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. No further issues have been reported.